Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute a death or serious injury.

Event description:
Foreign matter, brown and black in color, was identified in the negative septum cavity, negative connector block, and from the negative connector block down the negative feed-thru lead to the can indicating that the components were exposed to body fluids. The negative connector block and negative setscrew were found pitted. Continuity measurements revealed low resistance measurement between the can and negative output. Diagnostic results indicated high impedance with a 4k ohm load resistor. Resistance measurements from the positive connector block to the can measured approximately 10m ohms, and from the negative connector block to the can measured 1m - 5m ohms as opposed to 15m ohms, indicating a short between the negative output and can. The generator failed to perform diagnostics, amplitude/resistance measurements, and final electrical tests, which was expected due to the low output amplitude and resistance measurements. The possiblity of a cored septum most likely resulted in the conditions, which would support an unintended electrical current path and a possible skin reaction event. The negative septum was not returned. However, a possible cause for the skin reaction conditoin appears to be associated with the establishment of an unintended electrical current path in the header portion of the pulse generator. Once the foreign matter was removed from the negative feed-thru and can, the generator passed all tests. The foreign matter had created an unintentional electrical current path between the negative feed-thru and can, causing the generator not to function as designed.